Manufacturer narrative:
(B)(4). Serial number and device manufacture date: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number and manufacture date was documented as unknown. Upon receipt of additional information, the serial number was identified as (B)(4) . The device manufacture date is dec 8, 2015. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all tests and no failure was identified. The device functioned according to the specifications. Therefore, the reported condition was not duplicated or confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During a subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that additional medical intervention was not required due to this event. It was further reported that the additional drilling did not result in any residual effects to the patient as a result of the drilling. It was reported that the patient did not require additional care as a result of extra drilling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from feb 24, 2017 to mar 16, 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a left femoral diaphyseal fracture, it was observed that the radiolucent drive device, while in use with the drill bit device, stopped drilling when the drill bit device made contact with the contralateral cortical bone. According to the report, the surgeon drilled again and completed the insertion. However, when the surgeon attempted to complete the second insertion, the radiolucent drive device, while in use with the drill bit device, stopped drilling when the drill bit device made contact with the contralateral cortical bone. It was reported that the surgeon drilled an unspecified amount of times to complete the surgery. There was a fifteen minute delay in the surgical procedure. It was not reported if a spare device was available for use. It was reported that the event occurred during use on a patient. It was reported that additional drilling was required to complete the surgery. It was reported that the surgical procedure was completed successfully. The patient¿s post-operative status was unknown at the time of the initial report. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.